Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified that the fiber glass cap was protruding more than usual due to glue failure. Analysis also identified severe devitrification at the output window in the glass cap, and severe debris adhered on the metal cap surface. Additionally, a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge was identified. The fiber proximal to fracture can rotate independently of the metal cap. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture and glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Although analysis identified fiber tip devitrification, please note that devitrification observed is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture and glue failure.

Event description:
It was reported that after 59,886 joules had been expended, the fiber tip was not cooling. A message was displayed indicating to clean the fiber tip; however, there was a loss of energy transmission after the physician cleaned the tip. A second fiber was used to complete the procedure. There were no patient complications reported. The fiber was returned for analysis and the testing conducted identified a distal circumferential fracture with the potential for forward firing.